Event description:
The customer reported an issue with the speaker and vibrate function of a pump, indicating that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.